Event description:
It was reported that the keypad button presses did not activate desired pump functions. The keypad buttons reportedly unresponsive when pressed. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appears to be intact with no lifting or peeling observed, the down/ok/up keypad buttons were intermittently responsive to user input during testing, all keypad buttons sprung back normally when pressed, and there was evidence of adhesive/contamination under all key contacts.